Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The final investigation showed no systemic device malfunction. The incident and the associated date of the event could not be confirmed. However, one day prior to the event, a glucose value of 110 mg/dl was observed. This was the same glucose value reported by the user, along with a finger stick measurement of 112 mg/dl that was entered at 8:01 am. A subsequent calibration entry point had a 10% difference from the sensor value and the mard was 9.56% between (B)(6) 2019. No further investigation was found necessary.

Event description:
On march 25, 2019, senseonics was made aware of an adverse event where a patient using eversense cgm system experienced a hypoglycemia event and reported that the eversense cgm system did not provide an alert for low glucose.